Event description:
It was reported that during an unk procedure, customer complains that he experienced several problems with this device. The main problem is that the fired clips are deformed, but he also reports the assembling was complicated. So operator carried out this operation with the same product but a different lot number. Customer reports that other devices of the same lot number showed these problems. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.